Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction sticky on insertion tube was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, most probable cause of the malfunction no image was traced to component failure. Based on the results of the investigation, it is likely the most probable cause of the malfunction sticky on insertion tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.